Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed. Pt samples were sent to ocd. Negative to weak reactivity was observed at 15 minutes. The strength of reactions increased with a longer incubation of 30 minutes.

Event description:
Customer reported no reactivity with vra136 and a pt with anti-e with a 15 minute incubation. Reactivity was observed when customer extended the incubation to 30 minutes. This report corresponds to ortho clinical diagnostics inc. (B)(4).